Event description:
Patient was undergoing ect, electroconvulsive treatment. The physician attached a set of disposable electrode pads, but felt there was not good adherence, so the physician removed those pads, and opened another package. Those electrodes the physician felt adhered well, and received an impedance rate of 2300 (the rate should be less than 3000). The physician pressed the button on the ect machine, and the crna, certified registered nurse anesthesist, smelled something burning. The crna immediately removed the pads from the patient's temples, and found a corner of the pad had burned. There was no injury to the patient. The manufacturer's directions for use indicate that alcohol should not be used to clean the skin, but the physician said alcohol was used. Furthermore, the package comes with pre-tac solution, which was not used. According to the manufacturer's representative, it is not wrong not to use it, but the solution is an insulator.